Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx one month post placement of a 10 x 60 rx wallstent permalume stent in the proximal common bile duct (cbd), the pt underwent a scheduled stricture revision. During the procedure, it was noted that the stent had migrated from its original position. The complication was noted as serious, mild, and definitely related to the device. The stent was removed utilizing a snare device and an unspecified stent was placed. It was further noted that the pt's condition resolved with stent removal and replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.